Manufacturer narrative:
Testing confirmed the reported complaint of underdelivery at -8% (specification limit requires the device to deliver at +/-5%). The cause was determined to be an improperly assembled mechanism by the user. The mechanism support panels were observed to be disconnected. Once these panels are snapped into position during mfg. The only way the snaps can be released is to disassemble the chassis from the device and physically uncouple them.

Event description:
Underdelivery noted during testing by biomedical engineering. The pump was sent to biomed with a report of "check settings alarms." During testing procedures for delivery accuracy the pump was delivering 18.5ml. The expected delivery for performance verification testing of delivery accuracy is 20.0ml +/-1.oml. No reports of any adverse pt events were received when the pump was in pt use.